Event description:
The manufacturer was contacted about a dream station auto CPAP device. The device was returned to a third-party service center for inspection and evaluation. During the evaluation of the device at the third-party service center, the device was scrapped due to contamination by bug infestation. There was no evidence of foam degradation - no foam particles were visible.

Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.